Event description:
Patient reported their back to back test readings obtained on their ss meter using different finger sticks were 450 and 270 mg/dl (50% diference). No symptoms were reported. On follow-up, patient confirmed the above information. Patient is new ss meter user and is not doing test procedure correctly (patient is applying blood on confirmation dot). Lfs representative reviewed qc and testing procedures with patient and discussed back to back testing versus meter/lab comparisons. There was no allegation of harm.